Event description:
It was reported that this right ventricular (rv) lead pulled apart during explant leaving the lead tip in the superior vena cava subclavian junction. The lead was surgically explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead noted the lead tip had become separated. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead pulled apart during explant leaving the lead tip in the superior vena cava subclavian junction. The lead was surgically explanted. No additional adverse patient effects were reported.